Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative found an overflowing in the rinse station. He completed an instrument check, a hardware check, adjusted the rinse nozzle levels, and replaced the r1 part. Calibration and qc passed with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable roche diagnostics magnesium reagent results for 1 patient sample on a cobas c 503 module. The initial result was 2.7 mg/dl. The sample was automatically repeated and the result was 3.8 mg/dl. The sample was repeated on another analyzer and the result was 2.5 mg/dl. The sample was repeated due to the customer automatically repeating all magnesium tests. It is unknown which result is correct. The results were not reported outside of the laboratory.